Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 28-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002729 was manufactured according to the document version 77 on the packing process in the machine 12, on 14-aug-2023, with a total of (B)(4) units. Trending: a query was run in database on 28-jul-2025 against harm code signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advanced life, malfunction code no malfunction describes and lot 6002729 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hypoglycemia because patient gave himself too much insulin using manual injection on (B)(6)2024 which leads to hospitalization. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.